Event description:
It was reported that the patient received three inappropriate ventricular fibrillation (vf) shocks, due to external magnetic interference (emi). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise, and the unexpected delivery of a ventricular tachyarrthymia therapy. The analyst noted that evidence of electromagnetic interference noise was noted during the episode that was recorded as ventricular fibrillation (vf) on 2014-(B)(6). Evidence of unexpected shock was noted during that episode.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).